Event description:
It was reported that the piston in the insulin pump continues moving forward after it makes contact with the reservoir, and insulin squirts out. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to a loose drive support disk.